Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0008034165 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Complaint database and identified as complaint (B)(4). (B)(4).

Event description:
FDA medwatch / FDA user facility report #: (B)(4) received on 31-jan-2020, and the following information was provided: "patient had a clogged peg feeding tube, clog zapper enteral feeding tube declogging system obtained to attempt to declog the ng [nasogastric] tube. Instructions followed by rn [registered nurse] to instill declotting liquid with applicator and plastic tube. When plastic tube removed it broke leaving 6 inches of plastic tubing. Patient went to ir [interventional radiology] to have peg tube removed and replaced, plastic tubing could not be located." "Device failed (e g broke, couldn't get it to work or stopped working)." Additional information received 03-feb-2020 indicated the patient is stable.

Manufacturer narrative:
Additional information provided for b3: date of event. All information reasonably known as of 22 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.